Manufacturer narrative:
Catalog number and UDI and g5 (510k) are unknown; no additional information was received. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be completed.

Event description:
It was reported that the pump alarmed for no disposable. The user switched a new cassette to a new pump and infusion was continued successfully. No patient injury was reported.